Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 95-115mg/dl fasting. Verified the strips expire 1/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:166mg/dl on (B)(6) 2016. Customer states that his distributor has already replaced this meter for him and is uncomfortable with this meter. Customer asked if we could switch out the meter for a trueresult meter as he read about it and feels it may be more accurate. Customer declined doing a back to back blood test.